Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was stated that the customer was hospitalized for high blood glucose and the reading was 405 mg/dl. It was stated that the infusion set was changed three days prior to the hospitalization and also on the day of the hospitalization. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump failed the prime test and therefore the customer was instructed to discontinue using the insulin pump. Nothing further was reported.